Manufacturer narrative:
(B)(4). The analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was partially detached at distal right end. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? Long60a. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd firing. What other color cartridges were used before and after this event? 1 green 1 blue. What was the patients bmi? (B)(6). Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the blue reload did not get fired properly. Pins in three staggered rows toward the patient side did not fire but did cut. It is not known how the procedure was completed. There were no adverse consequences for the patient reported. One device will be returned.